Event description:
The patient's mother reported on (B)(6) that the pump was starting to dim and the entire screen went black. There were no sounds or beeps from the pump when any of the buttons were pressed and the mother reports she changed the battery and still no response. There was no visible corrosion on the battery compartment. There was no visible structural damage to the battery cap or compartment. The issue was not resolved when inserting a new battery. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):no activity outside normal patient use was observed in the black box or download history. The pump reportedly powered on with a blank display screen. A test display screen was inserted and the pump was exercised for 24 hours without power issues. The pump was opened and no damage was found to the power circuit. The battery cap was tested and was found to be within specifications.